Event description:
Boston scientific received information that this programmer (prm) smelled burnt when turned on. This prm will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the programmer was performed. There was a burning smell coming from the programmer when booted up. Parts of the circuit board was burned up, shorted out, and damaged. These parts were replaced and the programmer passed all functional incoming tests. There was evidence of abuse or mishandling.